Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the load process. The customer had already changed supplies prior to calling tandem technical support (cts). Cts instructed the customer to try the fill tubing process again; customer stated no insulin drops were seen. During troubleshooting, cts instructed the contact to unscrew the tubing from the luer lock and run fill tubing; the contact reported seeing a ball of insulin at the luer lock. The contact attempted to use multiple new infusion sets, however, insulin drops were still unable to be seen. The contact loaded a new cartridge and a new infusion set and reported being able to see insulin drops exit the tubing. Contact was successfully able to resume insulin delivery. The customer's blood glucose level was 125 mg/dl at the time of the report.